Event description:
It was reported that the breaker on the 9900 system was tripped. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. There was power issues due to construction. The system was tested, and found to be working as intended, and put back into svc.